Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos along with the physical sample were provided to our quality team for investigation. Upon inspection of the product, the package seal is observed to be incomplete, verifying the reported incident. A device history review was performed for reported lot 2211071, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it was determined this incident was a result of improper alignment during the packaging process, causing the package to be cut in the incorrect location. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that the packaging for the bd plastipak ¿ - 3-piece syringe was damaged and the sterility compromised. The following was translated from french to english: defective "bd plastipak" 3-piece 20ml luer lock syringe packaging. Missing seal on one end, making the packaging non-hermetic and the device non-sterile. Problem occurred with several syringes from the same batch.

Event description:
It was reported that the packaging for the bd plastipak ¿ - 3-piece syringe was damaged and the sterility compromised. The following was translated from french to english: defective "bd plastipak" 3-piece 20ml luer lock syringe packaging. Missing seal on one end, making the packaging non-hermetic and the device non-sterile. Problem occurred with several syringes from the same batch.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.